Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported dyspnea and recurrent mitral valve insufficiency/ regurgitation (mr) appear to be cascading effects of the reported slda. Dyspnea and mr are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on 11 february 2026 that the patient presented with grade 3-4 functional mitral regurgitation (mr) and thickened leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade <1 post procedure. On an unknown day, the clip had single leaflet device attachment(slda) from the anterior leaflet. Recurrent mr of grade 3 was reported along with dyspnea. Per the physician, slda was due to the pre-existing patient anatomy. On (B)(6) 2026, a re-do procedure was performed. Another mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. There was no clinically significant delay reported.